Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station 6nb screen had changed back to the previous screen at random. The customer had been removing a medication for a patient. They had looked at the screen to see what medication and its location and required a second look at where the medication was located in the pyxis, the screen had changed back to the removal screen. At that point, user had not known which pocket to find the medication. And also, issue occurred when user was refilling the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had been changing before a user had touched it. A field service engineer verified with the customer that the screen indicated which medication in the tower was removed prior to door closure. Inspected tower doors, applied conductive grease to the mini-switches, and cleaned the molex connector contacts. The system functioned as intended after the field service engineer repaired the device.